Manufacturer narrative:
Human error, the re-use of hitachi cups, is the root cause. There is no indication that this issue was caused by a malfunction or from a manufacturing problem. The instrument is working per manufacturer specifications. The hitachi cups disposal procedure is explained in the operator manual.

Manufacturer narrative:
The field service representative could not determine a cause and found the instrument is performing to specification. He performed system leak checks which all passed.

Event description:
The initial reporter received questionable results for multiple patient samples aliquoted by the modular pre analytics evo b-11dr mpa 7 plus. Of the data provided, only the results for one patient sample were a reportable malfunction. The initial results were reported outside of the laboratory and were questioned by the doctor who requested a new sample be drawn. The customer found the original aliquot sample results did not match the new sample results. They pulled the primary sample tube and repeated testing. The primary sample tube results matched the results from the new sample. Bun initial result was 69.5 mg/dl and the repeat results were 21.1 and 21.6 mg/dl. Calcium initial result was 8.0 mg/dl and the repeat results were 10.3 and 10.4 mg/dl. Creatinine initial result was 8.73 mg/dl and the repeat results were 1.35 and 1.37 mg/dl. Glucose initial result was 77 mg/dl and the repeat results were 101 and 99 mg/dl. Pro bnp initial result was 15369 pg/ml and the repeat result was 1013 pg/ml. The samples were tested on cobas 8000 cobas c 502 module serial number (B)(4) and cobas 8000 cobas e 602 module serial number (B)(4).